Manufacturer narrative:
Additional information: the lot was manufactured between november 15-17, 2023. H11: the device was received for evaluation without containing any fluids in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The folfusor sample was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor over infused during infusion. The infusion was completed over 19 hours and 15 minutes instead of 23 hours. The device contained flucloxacillin 8000mg in 230ml of sodium chloride 0.9%. A peripherally inserted central catheter (PICC) line was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.